Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The devices are not returning. A follow-up report will be submitted with all additional relevant information. Literature: ¿the novel echo-guided proglide technique during percutaneous transfemoral transcatheter aortic valve implantation¿.

Event description:
It was reported through a research article identifying proglide devices that were related to the following outcomes: femoral bleeding, iliac perforation, iliac dissection, femoral stenosis or occlusion, minor vascular complications, major vascular complications, required endovascular therapy or surgical intervention, balloon intervention. There were proglide failures, proglide complications, and "suture intertangled with skin when knot was advanced using knot pusher". Specific patient information is documented as unknown. Details are listed in the article, titled the novel echo-guided proglide technique during percutaneous transfemoral transcatheter aortic valve implantation.